Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system needed to reconcile a patient information. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information reconciliation was required. A technical support specialist accessed the application server and identified that a single patient had multiple profiles within the ephi system, with two profiles still showing an active 'admitted' status under different visitids. The specialist contacted the customer via email to confirm whether reconciliation could be performed, particularly for the profile with an active admission. Instructions were provided outlining the steps required for reconciliation. The customer followed the guidance and successfully performed the reconciliation process. The system functioned as intended after the technical support specialist assisted the customer in resolving the issues.